Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a row rotator cuff repair, the insertion site was cleared of any debris before inserting the anchor. After twisting the anchor mechanism to deploy a 2.8mm q-fix all suture anchor, the anchor and drill guide were removed. One of the cobraid sutures looked like it was cut from the inserter, and it easily came out. The sutures appeared to have broken within the anchor. The sutures were not stuck in the cleat when the inserter was removed. The anchor body was left in the drill tunnel. The surgery was completed with a smith and nephew back-up device. There was a delay of less than 5 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned in an original packaging. The anchor was not returned. The black and white suture has a fraying break at the midpoint and was returned in two pieces. The cleat is fully extended. A functional evaluation was performed on the returned device and found the knob is fully turned and locked. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the sutures specifications found that the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. A clinical review states that although requested, the operative report was not provided for review. The device IFU does caution to not use excessive force. The q-fix all suture anchor is implantable, so biocompatibility is not an issue. Local irritation/discomfort should not be ruled out. Migration is unlikely as it was noted that the anchor body was left in the drill tunnel. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.